Event description:
The pt's wife reported that he experienced hypoglycemia (26 mg/dl) and she delivered a glucagon injection. The blood glucose resolved to 175 mg/dl without further intervention.

Manufacturer narrative:
The pump has been returned to animas. Eval for this complaint has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.